Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter read inaccurately low compared to another device. The complaint was classified based on the customer care advocate (cca) documentation, since the patient was unable to be reached by phone for additional information. The patient reported that the alleged meter inaccuracy began approximately 1 month prior to contacting lfs. The patient claimed that on the evening of (B)(6) 2013 she obtained blood glucose readings of ¿74 mg/dl¿ with the subject meter and ¿98 mg/dl¿ on another device (dr. Or hospital meter), performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of less than or equal to 30% and/or 30 mg/dl. The patient also reported obtaining results of ¿86 mg/dl¿ with the subject meter and ¿167 mg/dl¿ on dr/hospital¿s meter later that same evening. Based on statistical methodology, the calculated difference of these glucose results does exceed the expected value of less than or equal to 30%. The patient reported being treated with ¿IV fluids¿ by an hcp. At the time of the call, the patient was unable and/or unwilling to confirm if she developed symptoms after she began to obtain the inaccurate low readings with the subject meter. It is not known what readings the patient was obtaining with the subject meter prior to (B)(6) 2013. The patient informed the cca that she does not take any medications to manage her diabetes. It is also not known if the patient made any changes to her usual diabetes management regimen in response to alleged inaccurate results she was obtaining. At the time of troubleshooting, the cca noted the patient did not have control solution available to test the subject meter and test strips. Replacement product was sent to the patient. This complaint is being reported because the patient was reportedly treated for a serious injury by an hcp after the alleged meter inaccuracy began. The subject meter could not be ruled out as cause or contributor to the event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.